Manufacturer narrative:
No problems reported with calibration or qc. No service call initiated or generated. Root cause of this event is unknown.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in triplicate mode on unicel dxc 800 synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.